Event description:
I work for in (B)(6). We recently switched our lines that we use on the dialysis machines, and we have had a lot of issues with them that could have resulted in patient harm or even death. The company has sent out email about the large number of issues reported with these line sets but has not made any intervention to correct the problems. We are a very small clinic with just 16 chairs, and I have had 2 sets that have ruptured while the patient was on treatment introducing air into the system and making it impossible to return approximately 200ml of blood to the patient's and we have had 1 set that the arterial line completely disconnected from set at a point that is supposed to be solid. If this had not been caught just by luck during priming it would have left the patients arterial line open to air and allowed the patient to freely bleed. I feel like there needs to be immediate action taken before someone is hurt and the company is not doing it. Even though they have sent email regarding the large number of issues they have had reported concerning the line set. The lines are combi set true flow series and are manufactured by fresenius medical care. I still have 3 of the sets but the company wants me to send them back to the complaint department. I will take pictures before I return them. Reference reports:mw5175603, mw5175604.